Event description:
It was reported that a pt has experienced an increase in seizures (relationship to baseline levels unk) and will have an appointment with her physician to see if the device is at end of service. The pt has been compliant in terms of medications and the recent increase in seizures was described as being "uncommon".